Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on cgm. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated the basal rate to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.